Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00396; 3005168196-2019-00397.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the renal artery using ruby coils. During the procedure, the physician advanced initial ruby coils in the target vessel using a non-penumbra 4f guide catheter. While attempting to place another ruby coil in the target vessel, the ruby coil would not stay in place due to the high flow of the vessel. The physician then attempted to retract the ruby coil in order to reposition it; however, resistance was encountered and upon removal, it was noticed that the ruby coil had ¿knotted¿ on itself. The physician then continued the procedure by placing additional ruby coils using the same guide catheter. While attempting to place a new ruby coil in the target vessel, the ruby coil would not stay in place due to the high flow of the vessel. The physician then attempted to retract the ruby coil in order to reposition it; however, resistance was encountered and upon removal, it was noticed that the ruby coil had also ¿knotted¿ on itself. After that, the procedure continued using additional ruby coils. The physician then experienced resistance while attempting to advance a ruby coil through the guide catheter; therefore, the ruby coil was removed. The procedure was completed using other ruby coils and the same guide catheter. It should be noted that no microcatheter was used with the guide catheter. There was no report of an adverse effect to the patient.